Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an active meter, compared to a professional meter, within 10 minutes: 1.3 mmol/l (active meter) and 9.0 mmol/l (professional meter). No adverse event reported. The product cannot be returned due to legal and customs issues.